Manufacturer narrative:
Event is still under investigation.

Event description:
A patient underwent evar to repair a migrated stent of another manufacturer with a type I endoleak present- active rupture. They chose to use a zenith renu aaa ancillary graft converter. When they tried to remove the distal trigger wire, which releases delivery system from graft, physician was unable to do so. Physician noticed that the wire was wrapped around the delivery system where as it should be straight. The entire graft was exposed and the sheath was pulled all the way back. The physician continually worked to get the top stent deployed and eventually did. Hemostats were not required to remove the wire. The landing was exactly where the physician intended and no further action was warranted. Patient is doing well.